Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 05/21/2021. An investigation was conducted on 05/25/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 c-ring fell off inside the patient tunnel while cutting a side branch. The c-ring was able to be retrieved with the hemopro. No additional incisions required. There was a slight delay trying to get the plastic piece out of patient and waiting for new device. No patient harm reported. Case was continued and finished by opening a new evh kit.